Event description:
The customer reported that the insulin pump alarmed motor error during the prime process. Troubleshooting was performed. The customer stated that she had an x-rays two months ago. Ran a displacement test and the test failed. The customer stated that she sees 0.0 units on display, but when the esc button is pressed, it takes directly to the blank screen. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.